Event description:
Pt scheduled for diagnostic laparoscopy poss. Laparotomy, "varies" needle inserted, then trocars. Pt had drop in b/p, became hemodynamically unstable, surgeon saw bleeding and explored pt to find perforated iliac artery. Artery was repaired by cv surgeon.